Manufacturer narrative:
The c702 module serial number was (B)(6). The field service engineer inspected the rinse stations and found that the rinse station tubing was split. He repaired the rinse station tubing. The customer performed qc with acceptable results. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with the albumin bc assay on a cobas 8000 c702 module. Initial result: 81 g/dl. The physician questioned the initial result and the calculated adjusted calcium assay result (which uses the albumin assay result in the calculation), prompting the repeat of the sample. Repeat result: 34 g/dl. The repeat albumin result was deemed to be correct, which also corrected the adjusted calcium assay result.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. No further issues were reported after the service visit. The root cause was due to a damaged tube (component failure).